Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm adapter/connector defective/damaged. When intravenous infusion was administered to the patient, a crack was found at the branch of the indwelling needle. Product batch: 3353661, product model: 383033. Please provide physical objects/pictures/video samples (if any): the physical objects have been discarded as medical waste due to blood contamination, and no photos have been kept. Where the crack appears: the crack appears at the location of the heparin cap. The crack is found on the catheter, extension tube, or heparin cap: heparin cap. Is there a leak? If there is, especially where: a leak has occurred. Whether there is any impact on patients: no effect.

Manufacturer narrative:
1. DHR/bhr review lot#3353661 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 3360987 and 3360983, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no cracks are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the crack in prn cannot be determined because the specific site and state of the crack cannot be identified.

Event description:
No additional informaiton provided.